Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker was part of a system revision due to infection with sepsis. Reportedly, the patient had methicillin-resistant staphylococcus aureus (mrsa) of the foot, from which the infection spread, entered into the blood, and infected the device. There were no additional adverse patient effects reported. The pacemaker was explanted.